Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed, and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break at the 51cm depth markings. Curved shape memory was observed near the break site. Tactile inspection of the sample revealed severe tensile weakness, material necking and discoloration in the vicinity of the break. Microscopic inspection of the break site revealed a coarsely granular fracture surface. The catheter exhibited an elliptical cross-section. The fracture features and surrounding material features were consistent with material failure under tensile (pulling) stress. Catheter securement, maintenance and access techniques may have contributed to the damage. A lot history review (lhr) of recp0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was fractured on (B)(6) 2019. When the removed catheter was confirmed, the material was weaker than the usual catheter, and it was easily fractured by pulling a little. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was fractured on (B)(6) 2019. When the removed catheter was confirmed, the material was weaker than the usual catheter, and it was easily fractured by pulling a little. There was no reported patient injury.